Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device found a partial tear in the exposed portion of the soft cannula. An occlusion was reported and during the fluid path test, fluid was observed to pass through the tear not the distal tip. Although damage to the soft cannula was observed, it is unclear when the damage occurred.

Event description:
The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 4 and 24 hours (arm). As treatment, a manual injection of insulin (3.55 units) was delivered and a new pod was applied.